Event description:
It was reported that the cartridge was leaking from the o-ring, due to customer over filling. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was using cold insulin. A supply change could not be performed to address the issue due to customer being out of supplies. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.